Manufacturer narrative:
Analysis was performed by philps bench repair personnel which included leakage testing and calibration. The results of the analysis indicate leakage and value parameters were normal and there were no inops or errors observed before, during or after calibration was completed. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the device was calibrated. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that they are getting sporadic measurement errors in nibp. It is unknown if the device was in use at time of event, and there was no adverse event reported. Additional information was requested to clarify if the nibp was producing an inop/error or if the measurement was inaccurate; however, this was not able to be confirmed.